Event description:
It was reported that the customer smelled insulin. The customer's blood glucose was 308 mg/dl. The customer stated that she had taken and shower, and, afterwards, she may have not properly reconnected the tubing of the infusion set. The customer stated that the issue did not result in a serious injury or hospitalization. Advised customer to monitor her blood glucose and take a corrective dose of insulin if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.